Event description:
Hcp reported "pain relief not adequate even after increasing dose a few times. Catheter dye study showed leak at insertion site. Visual exam during revision showed nothing unusual. Cutting catheter did not show csf back flow even upon needle aspiration. Then, removing this tip end revealed a possible slight occlusion at one or two of the holes at the tip. Upon injecting saline into cut tip, at one of the black marker lines, a prominent leak appeared. Catheter tip and v-wing anchor were sent in-house for analysis." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.